Manufacturer narrative:
(Lens flipped and inserted upside down): evaluation: cartridge lot # search. Results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. A cartridge lot # search was performed and no similar complaint was found within the lot search. Conclusions: based on the complaint history, work order search, lot # search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a 12.6mmmicl 12.6 implantable collamer lens but the lens flipped and was inserted upside down in the pt's eye. The lens was removed with no pt injury; no enlarged incision or sutures. The backup lens was implanted.